Manufacturer narrative:
The investigation is ongoing further information will be provided as soon as possible.

Event description:
Customer service was contacted on (B)(6) 2018 from customer. Customer stated: "today in a surgeon's imri case we used 2 packs of the head pins. 1 of the head pins was not MRI safe. This was determined by the artifact captured on the MRI scan and placing a magnet over all head pins and 1 of them instantly reacting to the magnet placed over it. All safety precaution steps have been taken since this discover".

Event description:
No additional information in this follow-up.